Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: reported appeared to be infusing but volume remained in bag. Confirmed on infusion pump tester the device flow accuracy was within specification.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400646015. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: device manufacturer date general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6). Software version: m030003 hours of operation: 50814 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The history files from 2024-02-05 were investigated. No abnormalities were found in the device history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-001) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,05%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the operating unit, the bottom inner frame, the emc protection shield and the lower housing. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.